Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had four infusion sets that came disconnected at the base after wearing them for few days. No further information available.